Manufacturer narrative:
Result: the lantern was ovalized approximately 0.5 cm from the distal tip. The embolization coil of the first ruby coil evaluated was detached from the ruby coil inside the lantern. Conclusion: evaluation of the returned devices revealed that the lantern was ovalized. This type of damage likely occurred due to improper handling during use. If the device is forcefully gripped during insertion, damage such as this may occur. If there is an attempt to advance ruby coils through a damaged microcatheter it is likely that resistance will be encountered. Further evaluation revealed that the embolization coil of the first ruby coil evaluated was stuck inside the lantern, and the ddt was fractured off the distal tip of the ruby coil¿s pusher assembly. In addition, the pusher assemblies of the other returned ruby coils were kinked. These types of damage likely occurred due to improper handling during use. If the devices are forcefully manipulated against resistance, like being forcefully advanced or retracted through the ovalized lantern, damage such as this may occur. Lanterns are 100% visually inspected during in-process inspection. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00806, 3005168196-2016-00807, 3005168196-2016-00808, 3005168196-2016-00809, 3005168196-2016-00810.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing three ruby coils through the lantern. Therefore, all three ruby coils and the lantern were removed. A second lantern was then opened and used to successfully deploy the next three ruby coils into the aneurysm. While attempting to advance two additional ruby coils through the second lantern, the physician experienced resistance and was unable to advance the ruby coils. The physician removed both ruby coils and then repositioned the lantern and the other manufacturer's diagnostic catheter. Afterwards, the physician was able to advance new ruby coils through the same lantern to successfully complete the procedure. There was no report of an adverse effect to the patient.